Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient programmer is not communicating with the ins both with and without the antenna attached. Caller said they changed the batteries in the patient programmer. Caller said the patient turned stimulation off in (B)(6) for a CT scan and the ins has been off since then. The caller was offered to get a new patient programmer but caller said she doesn't think that is the issue and would like to get ins checked. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.